Event description:
New information received states that the device was explanted.

Manufacturer narrative:
The reported observation of ¿ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Clinician manual, arten600090483 MRI procedure information, contains information regarding potential adverse events that may affect the operation of the ipg.

Manufacturer narrative:
Model number and manufacture date has been updated.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator is unable to establish connection after having a MRI done. The MRI mode for the device was turned on and the patient is unable to access effective stimulation. A surgical intervention is anticipated in the near future. No additional information is available.